Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Accolade 2 stem subsided after primary total hip on 5.22.18. Rep reported that patient suffered a "questionable fall" and sustained a periprosthetic fracture of the anterior cortex of the femur, which the surgeon believes contributed to stem subsidence.